Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with the complaint and completed the failure analysis. The fenestrated bipolar forceps instrument was analyzed. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly with no issue. The instrument was fully functional. Additionally, the instrument was found to have thermal damage on the bipolar yaw pulley. The instrument had an exposed electrode at one of the bases of the bipolar forceps grip. The instrument's distal clevis, proximal clevis, and instrument grip tips were heavily contaminated with dry bio/debris. There was no thermal damage on the conductor wire and the instrument passed the electrical continuity test.

Event description:
It was reported that prior to the start of a da vinci-assisted low anterior resection surgical procedure, the fenestrated bipolar forceps failed to be recognized by the system. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: the fenestrated bipolar forceps was inspected prior to use and no damage was observed. The customer could not recall if there was any thermal damage or arcing observed. There was no instrument collision and no injury to the patient.